Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during cataract and intraocular lens (iol) implant procedure, noticed during the descent of the lens before implanting, the lens was scratched with no patient contact. The lens was replaced with another of the same type and diopter, and the procedure was completed on the same day without any damage to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device in a sealed pouch. Solution is dried on the iol. The optic has scratches and small fractures, there is also a split/cut from the edge to the centre of the optic. The haptics are intact. The product investigation could not identify the root cause for the reported complaint "scratched lens" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).